Event description:
A healthcare professional reported during intraocular lens implant procedure the surgeon tried to advance the lens but plunger had pierced the lens. Additional information has been received and stated that there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has been advanced under the lens to mid nozzle. The lens was on top of the plunger still in the loading area with the leading haptic partially into the nozzle entry area. The optic has a large deep scrape mark near the center on the posterior side of the lens in the travel path of the plunger. The provided photo matches the returned sample. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a non qualified viscoelastic. A plunger underride and lens damage were observed. The root cause of the reported complaint may be related to a failure to follow the instructions for use (IFU). A non qualified viscoelastic was used in the device. The IFU instructs during device preparation and implantation of the company iq iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Inadequate viscoelastic was observed in the device. The IFU instructs fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Plunger underride may occur due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).